Manufacturer narrative:
Our investigation shows that the device did not malfunction and according to the device logs, the device did provide several alarms which were not acknowledge by the staff. This is all that was necessary to fully resolve the allegation. The device remains at the customer site the customer's reported issue is resolved, and no further calls or complaints have been documented regarding this issue. The evaluation outcome of the investigation is that there was no product malfunction. The whole device/system remains at the customer site. The troubleshooting that has already been done by the customers biomed is considered as all that is warranted for the customer's reported issue. The available information supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer stated that the device failed to alarm for desaturation. They said that they did not hear the alarms. This is being reported as a death. The customer reported that the patient died. No further information is available.